Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.

Manufacturer narrative:
It was reported that there were no issues with sizing of the aortic valve and it was a good fit. Unfortunately, the reported event could not be confirmed with the available information. The root cause cannot be conclusively determined. There is no indication or allegation of a device malfunction. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections prior to release for distribution. Edwards lifesciences will continue to monitor all reported events. No further actions are required at this time.

Event description:
Edwards received notification that moderate to severe mitral insufficiency was observed soon after avr with the subject device. The surgeon took the decision to replace the native mitral valve but since no mitral prosthetic valve was available, an aortic bioprosthetic valve was used to replace the mitral valve. During the mitral replacement, a septal bruise was observed. Surgeon thought that the mitral insufficiency might have been caused by the frame expansion of the subject device. The patient was noted as to be stable after the procedure. As per follow-up, it was learned that the patient had cardiac hyperthophy with a small ventricle and a narrow lvot.

Event description:
It was learned that the patient expired six (6) days after the procedure due to renal and respiratory failure.